Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon review of transmission, it was noted that the right-ventricular (rv) lead exhibited intermittent capture due to unspecified oversensing. No resolution was performed. There were no patient consequences.